Event description:
Failed total hip revision arthroplasty. The patient experienced pain and instability. A tritanium revision acetabular shell was used today as a replacement device. At x-ray overview it seemed as if though the mdm liner had disengaged from the shell. Intraoperatively this was confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation involving a trident shell was reported. The event was not confirmed. Method and results: device evaluation and results: the trident shell was returned disassembled from the mdm liner. Bony ongrowth was evident on the coating of the shell. Damage was noted around the locking mechanism of the shell. The trident psl purefix ha 62mm device was confirmed to be the correct size as per step 7.7.2, sop 9os7856, ver 27, whereby a verification fixture was used to confirm shell size. Review of the DHR did not indicate any evidence of a dimensional issue. Medical records received and evaluation: the clinician could not confirm the event. The revision operative report is need to fully investigate the reported event. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions the exact cause of the event could not be determined because insufficient information was provided. Review of the DHR did not indicate any evidence of a dimensional issue additional information, including the revision operative reports, progress notes, further x-rays are needed to fully investigate the event.

Event description:
Failed total hip revision arthroplasty. The patient experienced pain and instability. A tritanium revision acetabular shell was used today as a replacement device. At x-ray overview it seemed as if though the mdm liner had disengaged from the shell. Intraoperatively this was confirmed.